Event description:
Pt with a complex heart defect had initial surgery on 3/19/97 for repair of aortic coarctation. Pt returned to the or on 3/21/97 to have a pulmonary homograft valve placed, pt initially did well and then gradually deteriorated with signs of right and left heart failure and bilateral pleural effusions, ascites and generalized severe edema. Pt catheterization indicated severe pulmonary valve regurgitation. Pt returned to or on 4/18/97 for replacement of the pulmonary artery homograft valve. The valve was identified as incompetent and no longer functional. The valve leaflets were thickened and curled back so that they did not collapse centrally. There was a wide triangular area in the middle of the valve that permitted free pulmonary insuffiency. Thrombus were noted in all 3 sinuses.in the process of removing the homograft and cutting into the wall purulent material was seen. Candida albicans was identified in the pt's chest cavity and the homograft valve. This pt expired on 5/1/97.